Event description:
It was reported that there was a lead integrity alert (lia) on the right ventricular (rv) lead. Transmission showed there were short v-v intervals (short interval counts (sic)) and t-wave oversensing (twos). The lead was inactivated and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4470 boston scientific lead, (B)(6) 2003; 4193-88 lead, (B)(6) 2003. (B)(4).